Event description:
It was reported that the insulin pump failed the self test. Customer's current blood glucose reading was 241 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Findings: pump was received with motor error alarm during occlusion test and unable to prime at 2.5 lbs during prime/a33 test due to faulty fsr (gold). Motor passed motor test. Unit had minor scratched lcd window, cracked display window corner, cracked battery tube threads and cracked reservoir tube lip.(B)(4)